Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. (B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the second firing with a black cartridge-the staple line did not form on the patient side. Staple line furthest from cut line was the only line that formed. Non-formed staples were visible. Peri-strips were used. The staple line on the remnant stomach were properly formed. Surgeon ensured that the stapler was not tight against the bougie and he slowly fired the device. Case completed with another device of the same product code. Staple line had to be oversewn. The patient was scoped to look for potential leak -- no issues were observed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 6/16/2016. Batch # n5323l. The analysis found that one plee60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. The reload was received unfired. Additionally, another gst60t reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.